Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 08/05/2021 h3 investigation summary: visual analysis of the returned product revealed that one opened sample product code sxpp1a401 was received to thicon inc for evaluation. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected and no needle pull-off was observed, a functional test was not performed due to the sample was received opened, used, and with exposure to the environment. The suture barbs were to be damaged at the tips, in addition, the fixation tab was observed to have two sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is performed via an automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn't be reviewed as the batch number is unknown. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 ¿g/m

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle separated from the suture during use on the patient? Or was it separated during dispensing/handling before use on the patient? Could you please provide the lot number? Was the procedure successfully completed? Procedure name and event date? (B)(4).

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used. During the procedure, the needle and the barbed suture separated. No adverse patient consequences were reported. Additional information was requested.